Event description:
It was reported that the patient had a second opinion as he was dissatisfied with the device. Patient stated that he was having trouble inflating and deflating the device. The patient consulted with a new physician and the physician believed that there was scar tissue around the pump and he will most likely need a surgical revision to correct. After the initial surgery the patient stated he had a hematoma and that prolonged his healing period. No further information was provided.

Event description:
It was reported that the patient had a second opinion as he was dissatisfied with his 700 device. Patient stated that he was having trouble inflating and deflating the device. The patient was dissatisfied with his physician and saw a new physician and per the new physician he believed that there was scar tissue around the pump and he will most likely need a surgical revision to correct. After the initial surgery the patient stated he had a hematoma and that prolonged his healing period. No further information was provided.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and the reported issue of inflating and deflating the device was not confirmed. The reported patient symptoms are known risk associated with a inflatable penile prosthesis (ipp) procedure and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, scar tissue is documented as an warning and hematoma and mechanical malfunction (leaks, incomplete inflation/deflation, kinking) are included as a adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.